Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however based on the available information, the error was likely not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed to therapy off due to hospice. Upon interrogation a battery depletion (bd) code was observed. Data was reviewed and noted the logfiles were overwritten due to magnet applications and beeping. It was noted the bd code may have occurred due to the magnet applications. As the patient went to hospice following the reprogramming, no further follow-up was planned. No adverse patient effects were reported.